Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used for the same pt. Please reference MFR. Report #9610978-2007-00285 and #9616099-2007-01222.

Event description:
The report received from the affiliate indicated that the pt was found to have restenosis of a previously implanted palmaz-shatz stent. The stent was implanted in the proximal left anterior descending (lad) target lesion. The lesion was reported to be: moderately calcified, slightly tortuous, and a 75% stenosis. The restenosis was treated by placement of a cypher 3.0 x 13 mm stent.